Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
The physician stated the events of peritonitis were possibly related to extraneal viaflex, physioneal, unspecified product and nutrineal, unspecified product . This is a solicited report by a physician and a nurse from (B)(6) of recurrent peritonitis in a male patient (age not reported) coincident with extraneal viaflex; physioneal, unspecified product and nutrineal, unspecified product therapies. On an unreported date, the patient began treatment with extraneal viaflex ; physioneal, unspecified product and nutrineal, unspecified product (doses and frequencies and not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized due to cloudy effluent and abdominal pain. Peritonitis was diagnosed. The patient was discharged from the hospital on an unspecified date. On (B)(6) 2011, the patient was re-hospitalized for cloudy effluent. Peritonitis was diagnosed. From (B)(6) 2011, the patient was treated with vancomycin and gentamicin. On (B)(6) 2011, the patient's catheter was changed. On (B)(6) 2011, treatment with vancomycin and gentamicin was discontinued and the patient was discharged from the hospital. At that time, the dialysis effluent remained slightly cloudy. On (B)(6) 2011, the patient was re-hospitalized for cloudy effluent. Peritonitis was diagnosed. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient had not recovered and was waiting for a kidney graft. During the three hospitalizations, treatment with extraneal, physioneal and nutrineal was not "stopped." It was reported that there were no nutrineal bags in the hospital, so for the three hospitalizations, the patient brought his own nutrineal bags. On (B)(6) 2011, the patient was at home and used one bag of nutrineal. When the nutrineal was drained, the patient experienced very cloudy effluent. Consequently, the patient was hospitalized on (B)(6) 2011. Peritonitis was diagnosed. Nutrineal was stopped on (B)(6) 2011. This report is for the recurrent peritonitis events in (B)(6).